Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient showed up to the emergency department (ed) from work with complaints or "not acting right at work". They decompensated in the ed and were diagnosed with a hemorrhagic stroke. They had an external ventricular drainage (evd) placed by the neurosurgery team. Their international normalised ratio (inr) was noted to have been low in ed but per reports, was high at their prior coagulation clinic. They were extubated and remained hospitalized in the neuro intensive care unit (ICU).

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements.